Event description:
It was reported during a laparoscopic cholecystectomy the surgeon saw something white/clear in the pt. The surgeon stated it looked like the plastic diaphragm from the 1seal. Before the piece could be removed, it disappeared. The piece was confirmed by xray. The surgeon did not open the pt to remove the piece. The pt was informed. The fdc16 kit was used and the complete kit will be returned. All the instruments appear to be intact.

Manufacturer narrative:
D6; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, inner gasket condition, latch condition, obturator condition, outer gasket condition, reset button condition, sleeve condition, stopcock condition, and trocar condition, conforming. Functional tests & results: does safety shield retract, flapper door functional, and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received and the visual examination, no conclusion could be reached as to why it was rpt'd "surgeon saw something white/clear in the pt" during surgery. The instrument was received in good physical condition with dried body fluid and tissue in the bullet tip. The outer gasket was observed to be complete, and white inner gasket was complete and intact, properly positioned in the instrument. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.